Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The investigation determined the reported stent dislodgement appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a right coronary artery. A 4.0 x 15 mm vision stent delivery system was prepped; however, prior to entering the patient, the physician thought there was no stent on the balloon. The technician said there was, so the physician advanced the vision to the lesion and inflated the balloon. Angiography revealed there was no stent in the lesion. There was a search made of the lab and the packaging to see if the stent had dislodged inside the packaging, but it could not be found. The protective sheath was unable to be searched and it had already been discarded. Another vision stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.